Event description:
User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. No treatment was needed for the perforation and the pt was discharged home after a brief recovery period. During follow-up in 2009, it was reported the pt has been seen on follow-up, and she is doing fine. Additionally, it was reported that a pre-hysteroscopy was done and a polyp, 3x4cm in diameter, was seen which could not be removed. A dilatation and sounding were also done prior to the attempted novasure procedure, with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.